Event description:
It was reported that before use of the 1/2 ml bd safetyglide¿ insulin syringe with attached needle the barrel was broken. The following information was provided by the initial reporter: broken barrel.

Manufacturer narrative:
Investigation: no samples (including photos) were returned as of 4 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8331575. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200789164] noted that did not pertain to the complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the 1/2 ml bd safetyglide¿ insulin syringe with attached needle the barrel was broken. The following information was provided by the initial reporter: broken barrel.